Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they were not sure if the device was still implanted because it did not work. They wanted to get connected with their doctor for clarification and was going to call back once they were sure it had been removed. No patient symptoms were reported. No further complications were reported or anticipated.